Event description:
It was reported that a balloon burst occurred. The 10mmx2.25mm in diameter, 92% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon got burst at 2.99kpa. The device was removed completely from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient was stable post procedure. It was further reported that at third inflation, the balloon burst at 912kpa within 30 seconds. The device was removed directly from the patient's body.

Event description:
It was reported that a balloon burst occurred. The 10mmx2.25mm in diameter, 92% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon got burst at 2.99kpa. The device was removed completely from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient was stable post procedure. It was further reported that at third inflation, the balloon burst at 912kpa within 30 seconds. The device was removed directly from the patient's body.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination of the balloon a longitudinal tear in the balloon material. The tear was located at the proximal edge of the proximal markerband and it extended distally for a total length of 16mm. No issues were identified with the balloon material which could potentially have contributed to the tear. No damage was observed to any of the blades. All blades are fully bonded onto the balloon. A visual and tactile examination found a kink in the hypotube. The kink was located at 34 cm distal from strain relief. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon burst occurred. The 10mmx2.25mm in diameter, 92% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon got burst at 2.99kpa. The device was removed completely from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient was stable post procedure.